Event description:
It was reported that the device was running without the trigger being pressed. It is unknown if there was patient involvement or adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. The complaint was verified. The trigger was replaced and the device was returned to the account.